Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that through remote transmission, post-paced t-wave oversensing episodes were observed on a stored egm. The clinician elected not to address the episodes at this time.